Event description:
Investigation completed on a smiths ambulatory infusion pumps/cadd administration sets - flow stop . Summary in h 10. Additional information from customer response revealed the serial number unknown. The pump was running when alarming occlusion, event though no occlusion was seen. The customer was unaware of issue continued after changing tubing set.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop samples were tested for accuracy using cadd solis vip 2120 pump with no discrepancies were detected as volume testing was within the specifications. Reviewing manufacturing analysis on production, no discrepancies were detected as flow stop sets passed all production testing and analysis. No corrective actions are required since the complaint awas not confirmed; however, per previous complaints regarding to same failure mode, the manufacturing personnel was notified by the area quality engineer on (B)(6) 2020 as awareness of the failure mode reported by the customer.

Event description:
Information was received that the cadd administration set reported faulty occlusion and influenced less fluid being delivered than the pump reported was delivered. There was no occlusion in the admin set. There was no adverse event reported.